Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode the customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 sn: (B)(4). Customer stated that he was getting error code 120.4610. I explain to the customer that he would need to check the battery harness and see if there's any of the pins bent or damaged. I also explain to the customer that if the pin looks good then I you would need to replace the power supply board. The customer said ok and ended the call. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he would need to check the battery harness and see if there's any of the pins bent or damaged. I also explain to the customer that if the pin looks good then I you would need to replace the power supply board. The customer said ok and ended the call.